Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received error messages and erroneous results when testing with coaguchek xs meter serial number (B)(4). At 7:11 a.m., the result from the meter was 5.1 inr. Around the same time as the meter measurement, the patient experienced spitting up blood. Based on the bleeding and result, the patient was instructed by his doctor to go to the hospital. At 9:30 a.m., a sample from the patient was tested at the hospital using an unknown method, resulting with a value of 3.0 inr. While at the hospital, the patient received treatment due to an issue with his throat which was not related to use of the meter. While at the hospital, the patient's inr level had to be reduced lower than 3.0 inr through use of a plasma transfusion, in order to have throat surgery unrelated to use of the meter. On (B)(6) 2019, the patient believed measurements performed on his meter were inaccurately low because he is experiencing symptoms of blood in his spit. He said the blood in his spit only happens when is inr is high. The patient did not receive treatment for this blood in his spit and stated that he believes the blood is due to another throat dilation surgery that he had done at the beginning of (B)(6) 2019 which was unrelated to use of the meter. The patient did not provide any specific results and when later questioned on what the values were for measurements performed on (B)(6) 2019, the patient did not remember if he had tested on this date. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient's current condition is okay. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is currently every two weeks, but sometimes it is once per month. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies or lupus. The patient does not currently take heparin, but the patient mentioned he has been on lovenox previously after surgeries. The patient does not take direct thrombin inhibitors. The patient did not believe there were any changes made to his warfarin dosage prior to the event. The patient is not sure if he was taking any new medications around the time of the event. The patient did not have any changes in diet and has not had any new illnesses. The patient did mention that he has been having trouble swallowing. The patient's product was requested for investigation and replacement product was sent to the patient. A display check of the meter was performed, but no segments were missing from the result field of the display. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.